Event description:
It was reported that a unspecified bd syringe had a needle break. The following was reported, " email sent: monday, february 25, 2019 11:45 am. To: (B)(4). Subject: re:needle broke off and remains in my leg. 11:40 am (B)(6) 2019: I use your product to give myself a monthly b12 injection. Yesterday the needle broke off and remains in my leg. How do I handle this?"

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd syringe had a needle break. The following was reported, " email sent: monday, (B)(6) 2019 11:45 am. To: gmb-us-complaint-intake <gmb-us-complaint-intake@bd.com> subject: re:needle broke off and remains in my leg. On 11:40 am, (B)(6). I use your product to give myself a monthly b12 injection. Yesterday the needle broke off and remains in my leg. How do I handle this?"